Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the tubing-to-male luer engagement on the pcae tubing during an infusion of fentanyl/bupivacaine. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked fluid from the tubing to male luer engagement was confirmed. Visual inspection showed the set was flattened in one area. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to the male luer adapter. The root cause is unknown.

Event description:
The customer reported fluid leaked from the tubing-to-male luer engagement on the pcae tubing during an infusion of fentanyl bupivacaine. There was no report of patient harm.